Event description:
It was reported that a patient underwent an initial right total knee arthroplasty. Approximately one year post-implantation, the patient began to experience a clunk noise from the implanted prosthesis and subsequently underwent revision surgery of the articular surface. The bearing was exchanged for a larger size without complication. It was reported that all available information has been provided.

Manufacturer narrative:
(B)(4). D10: medical product: femur cemented plus right size 9+: catalog#: 42504606612, lot#: 66232261; femoral posterior augment cemented size 9, 9+ 5 mm thickness: catalog#: 42556806605, lot#: 65263711; tibia fixed cemented right size f stem extension use required: catalog#: 42542007502, lot#: 66408195; tibial augment cemented half block right medial size ef 5 mm thickness: catalog#: 42555805405, lot#: 66422408; tibial augment cemented half block right lateral size ef 5 mm thickness: catalog#: 42555805205, lot#: 66449020; tibial central cone size x-small: catalog#: 42545000510, lot#: 66147640; stem extension tapered cemented 14 mm diameter +75 mm length: catalog#: 42560007514, lot#: 66497893, qty #2. The product will not be returned to zimmer biomet for investigation, as the product has been discarded. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h6; h11. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.